Manufacturer narrative:
Pump passed the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No unexpected restart error alarms noted. No damage found on the lcd isolation tape noted. No unexpected alarm/constant tone anomaly noted. Pump had cracked case at display window corner, cracked reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and also received unexpected restart error alarm. The customer¿s blood glucose this morning was 347 mg/dl and treated it with manual injection. The insulin pump will be returned for analysis.